Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the head of the pedicle screw has indeed come off. Unfortunately, we are not able to elaborate the exact reason which has lead to this phenomenon. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the pedicle screw was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Regrettably, we are not able to give a conclusive statement regarding the cause of failure. Nevertheless, you may be assured that we have taken note of your input and that the corresponding statistical data will be kept under trending observation.

Event description:
It was reported that the pangea screw fell apart during surgery. The screw disassembled during the operation. The golden inner cup popped out when the screw was already implanted in the patient. The screw was removed again and a new screw was implanted in its place. The damaged screw is in three parts, the head, the screw and the golden tulip. No further information was provided. This is report 1 of 1 for complaint (B)(4).